Event description:
Upon opening the ultra-thin diamond balloon dilatation catheter outer packaging, a writing pen was found inside. No damage was observed to the inner package seal containing the product. The procedure was successfully completed using the device. No pt injuries or complications were reported. The pt's status was reported as 'fine'.